Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the legal manufacturer's final investigation. It is also being supplemented to add information in section d8 and h4. This information was not provided in the previous report. The device was not returned to olympus for inspection due to the age of the issue, however, due to photos that were obtained, olympus was able to confirm the malfunction. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed the cover was peeled and the knife wire was exposed, however, the root cause could not be identified. The events can be detected and prevented in accordance with the following sections of the instructions for use (IFU): the IFU states that ¿when inserting the instrument into the endoscope, be sure that the cutting wire is parallel to the tube. Otherwise, the metal part of the forceps elevator may contact the cutting wire and peel off the coating material. ¿do not activate output while tissue is in contact with the torn or damaged coated portion of the distal end. If output is activated while tissue is contacting the torn or damaged coated portion due to insertion into or withdrawal from an endoscope, leakage current, decreased output, and/or thermal injury could result. ¿if you feel the cutting is blunt, withdraw the device from the scope to examine if there is any peel off and tear at the coating portion. Olympus will continue to monitor field performance for this device.

Event description:
Based on the photo obtained, it was observed that, the single use sphincterotome exhibited the cover was peeled and the knife wire was exposed. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.